Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D4 - additional device information - corrected device information for correct lead.

Event description:
Related manufacturer report number 3006705815-2021-00507. It was reported that the patient was not receiving effective therapy. It was found that one of the leads had high impedances. In turn, surgical intervention may take place to address the issue. As it is unknown which lead had high impedances, both leads are being reported.